Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump after receiving a motor error alarm. The customer's blood glucose level was 9.7 mmol/l at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.